Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the memory card was corroded and the connector on the rear panel was rusted. It was also noted that the connector on the front panel was rusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the visera video system center had connector failure with flashing image. The issue was found after a procedure and the procedure was completed with the same device. Inspection and testing of the returned device found that the video cable connector was rusted and corroded and the image disappeared. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the reported issue was caused by a corroded video connector. However, the specific cause of the corroded video connector was not established at this time. Olympus will continue to monitor field performance for this device.